Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during an unknown procedure the suction of the vapr coolpulse90 electrode was not possible. The complaint device was received and evaluated. Visual observation under magnification revealed no anomalies on the active tip. But there is white residue of the saline in the tube. The electrode will be sent to supplier for further testing. Therefore, the device was sent to supplier for further evaluation. Supplier evaluation result for vapr premiere 90 electrode: the device has not been returned in its original packaging. The active tip is in a used condition, with evidence of debris on and in the active tip. Very slightly signs of activation. Closer inspection of the suction port in the active tip of the device shows debris evidence. The device shaft, cable, handle and plug appeared undamaged, and in an out the electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, secondary capacitance, and hipot active return), as a result all parameters passed. The device was functional testing using vapr vue generator (gml4854/2), the test included different values as a setting during ablate and coagulation mode (maximum, minimum settings, available waveform, in related at the suction flow rate, activation) not issues presented during the ablate and coagulation activation and generator connection. Instead, in the flow during and post activation test was failed. Summary: the initial customer complaint that the device suction did not work was confirmed. Initial flow of the device was measured to be just outside of device specification, with post activation flow test resulting in a further reduction of flow. We have determined the probable cause of the reported suction blockage to be normal procedural debris (tissue) within the active tip which we were unable to clear during the investigation. Although an internal inspection of the device revealed a leak path within the glue pocket this would not have caused the reported reduction in flow and is unrelated to the customer reported issue. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use another electrode. A manufacturing record evaluation was reviewed, no non-conformances were identified for the reported part 228146- lot u1903094 number combination. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was reviewed, no non-conformances were identified for the reported part 228146- lot u1903094 number combination.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during an unknown procedure the suction of the vapr coolpulse90 electrode was not possible. The procedure was completed using another device. No patient consequence and no surgical delay was reported. No additional information was provided. Additional information provided by the affiliate reported a surgical delay did not occur and another vapr cp 90 was used instead.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.